Event description:
It was reported that the pt underwent a carotid endarterectomy in 2001. The pt returned to the hosp two days later after pt's neck started bleeding. The pt was taken to the or, but ultimately expired.